Event description:
It was reported that stent embolization and migration occurred. The 99% stenosed target lesion was located in the moderately to severely tortuous and moderately calcified mid right coronary artery (rca). A 2.25x16mm promus premier¿ stent delivery system was advanced; however, the catheter was unable to cross the lesion and the stent dislodged. The stent was initially seen via x-ray in the proximal right coronary artery; however, shortly thereafter, the stent was no longer visible by x-ray. The procedure ended with ptca performed with a balloon. A full body CT scan revealed the stent was found in the left profunda in a "muscular branch." No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).